Event description:
The customer stated that she was hospitalized for high blood glucose levels and dehydration, with a reading of 366 mg/dl. The customer experienced nausea, moderate ketones and headaches. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.